Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a motor error alarm. Customer's blood glucose level at the time 176 mg/dl. No significant event leading up to the incident was mentioned.